Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reference number: (B)(4). This event was also reported by the manufacturer under MDR #2029046-2021-01092 manufacturer's reference number: (B)(4).

Event description:
Per manufacturer bwi's report, it was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and suffered a cardiac perforation and cardiac arrest requiring. The soundstar catheter was the only catheter in the patient. The catheter was placed in the right ventricle. The patient became hypotensive, and a cardiac perforation was noted via ultrasound. A cardiopulmonary resuscitation (CPR) was administered. The patient was stabilized and was sent to surgery. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.